Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain and fever with cloudy fluid. The breach in aseptic technique was further specified as the patient reused an unspecified equipment. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal and stat dose) and amikacin injection (250 mg, intraperitoneal and once daily) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.